Event description:
Customer reported to have taken blood glucose readings throughout the day and reported glucose results were high. Customer reported feeling well and had no ketones. Customer did not report taking any action to these high results. Approximately one (1) hour after dinner, customer experienced sudden vomiting lasting throughout the night. Customer was admitted to the hospital at approximately 10:30 am the next day and reported hospital lab tests gave a glucose result of 725 mg/dl compared to a freestyle reading of 345 mg/dl within 15 minutes. Customer slipped into a coma, time unk. Treatment at hospital is also unk. Hospital reported that the customer's blood glucose value the next morning, was 425 mg/dl and customer was feeling better. The hospital released the customer the next day.